Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged thyroid cancer and throat irritation while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, difficulty breating/shortness was not captured and it was captured in this report, and corrected b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging thyroid cancer, throat irritation and difficulty breating/shortness of breath that are related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed an unknown dust contamination on the top enclosure, bottom enclosure, front panel and rear panel. An unknown contaminant was found on the bottom and top enclosure and the flip doors. The blower and the blower box were both observed to have a contaminant consistent with foam degradation on them. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section d8, d9, h2, h3 and h6 has been updated.